Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay (lot k00715) performed within specifications. A review of the provided data, including quality control and worldwide real-time data for lot k00715, did not indicate a product issue. The investigation findings suggest that a temporary hiv contamination of either the consumables, the system, or the laboratory environment was the most likely cause of the reported increase in hiv reactive results. The return of hiv reactive rates to expected levels further supports this conclusion. No issues related to the customer allegation were identified, and the investigation did not reveal any product-related concerns.

Event description:
The initial reporter alleged a discrepant hiv result using the kit cobas 58/68/8800 mpx 480t ivd on the cobas 6800 instrument. A customer in italy reported an increase in hiv reactive results for an idt sample tested with the cobas mpx assay (lot k00715). The reported data indicated that 14 out of the 20 reported hiv reactive cases were associated with the mpx kit cassette ID (B)(6). This observation, along with the return of hiv reactive rates to expected levels, suggests a temporary hiv contamination of either the consumables, the system, or the laboratory environment.